Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of rod was broken and it was fitted into the head of strike plate. According to sr, these were used in surgery but the breakage was not noticed during the surgery.

Manufacturer narrative:
Product inquiry stated the universal rod t2 femur to be the subject product. The strike plate returned was considered as an associated product. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the universal rod had been in use for more than 12 years, we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The thread of the universal rod was completely broken off at its last winding. The appearance of the breakage surfaces indicated that the thread broke due to a ductile fracture. The upper side of the handle was marked with deep hammer signs. All facts (in usage for over 12 years / ductile fracture / hammering signs) indicated that the breakage was caused by a mix of material overload (due to applying high tensile loads) and a long term usage. Pre-damages of the thread in prior surgeries could not be excluded. The IFU contains that the instruments shall be handled carefully to avoid superficial damage or alterations to the geometry. The brochure instructions for cleaning, sterilization, inspection and maintenance shows several examples of damage and recommends removing of such damaged products. Based on the above facts it can be ascertained that the root cause of the reported event is not related to a deficiency of the device. No non-conformity was identified.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of rod was broken and it was fitted into the head of strike plate. According to sr, these were used in surgery but the breakage was not noticed during the surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.